Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the hose joint leaked medicine. The following was received from the initial reporter: the child was hospitalized for "acute bronchitis". At 8:10 am on (B)(6) 2023, the child was given intravenous infusion therapy, and after puncture with an indwelling needle, it was found that the hose joint leaked liquid medicine. The puncture is performed again after removing the indwelling needle, which causes the pain of re-puncture to the child.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the hose joint leaked medicine. The following was received from the initial reporter: the child was hospitalized for "acute bronchitis". At 8:10 am on (B)(6), 2023, the child was given intravenous infusion therapy, and after puncture with an indwelling needle, it was found that the hose joint leaked liquid medicine. The puncture is performed again after removing the indwelling needle, which causes the pain of re-puncture to the child.